Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change error during the load sequence. Customer's blood glucose 216 mg/dl; no ketones were present. Customer went to the emergency room and was treated with insulin. After a few hours, customer's bg issue was resolved and customer was discharged. Customer reverted to an alternate form of insulin therapy. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information received: customer went to the hospital as they did not have any insulin pens to use after pump stopped working.